Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen. A reset alarm was heard and was confirmed by telemetry. The pump reset, and they programmed out but then it reset again.